Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed watchdog set test failure. When the customer attempted to press and hold the act button the watchdog set test failure alarm popped up again. The customer's blood glucose level was around 400 mg/dl. She took a shot to treat her blood glucose level. The customer had been off the insulin pump for a couple of days. The insulin pump did not stop the loop of the watchdog set test failure alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No watchdog set test failure alarm noted. No rewind or prime anomaly noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, broken battery tube threads, cracked display window, scratched reservoir tube window and missing the end cap sticker.